Event description:
It was reported by the affiliate that during a sleeve gastrectomy procedure, the device was loaded and fired the first cartridge to 60 mm. The second cartridge was loaded and at the second stroke it stopped. The handle was not able to close for the third stroke. So they tried to release the device using both the release button and manual release. They tried for fifteen minutes and the jaws would not open. So they removed the device from the tissue with slow movements. We have requested for the cd of the procedure, but the surgeon denied giving it to us. Another same like device was used to complete the procedure. The procedure was extended by approx fifteen ... . There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.